Event description:
It was reported that smoke was smelt from the ventilator while it was connected to a pt.

Manufacturer narrative:
The expiratory current servo which comprises of the printed circuit boards pc1585 and pc1586 was returned for investigation. The pc 1585 had soot on components but otherwise no other damage. The soot was from the damaged components of pc1586 which is mounted adjacently to this board. On pc 1586, the inductor coil l1 and the transistor t2 were overheated but otherwise no other visible damage. The l1 plastic coating had melted away and c2 and c4 were faulty. The cause was the failure of capacitors on pc1586. The failures were caused by age induced wear. The failure of the capacitors allowed a high current flow through the inductor coil l1, which in turn led to the overheating of the coil and smoke from its plastic coating. In case of failure of the expiratory current servo an upper pressure alarm and/or minute volume alarm will be generated if the parameters exceed user set limits. A design revision of pc1585/pc1586 with a more robust construction was implemented in production of sv300 and as a spare part in 2002. The reported ventilator was manufactured before this change. A device correction letter has been distributed to the users, notifying them of the potential malfunction and that the improved current servo is included in the 3000h/yearly preventive maintenance kit.